Event description:
It was reported that the pt was hypotensive and bradycardic with sign of low cardiac output for hours. As a result, another line of pacemakers was placed and the electrodes changed. Pacemaker capture was attempted on many occasions, and radiological confirmation of the adequate location was reported. Capture of the pacemaker was never achieved. The pt outcome was death. Note: there will be no lot info for this report.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.